Manufacturer narrative:
Results and conclusion summation - cine confirmed the dislodged, undeployed stent in the rca. The IFU states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Likely the failure to advance is related to the operational context of the procedure and the attempt to cross the previously implanted stent. The stent dislodgement likely occurred during the procedure as subsequent interaction with the previously implanted stent, loosening the stent implant such that during retraction, the tip of the guiding catheter contributed to the stent dislodgement. It appears the failure to advance and stent dislodgement are related to the operational context of the procedure.

Event description:
Reporting status: serious injury. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the sds became caught in the rca during the attempts to cross the sds distally through a previously implanted stent. During removal of the sds into the guiding catheter (gc) the stent implant dislodged in the coronary distal to the gc tip and this was confirmed on angiography; however, during the attempts to retrieve the dislodged stent implant using a snare, the gc got disengaged and the stent went missing. The devices were removed, but the stent was not confirmed on the gw and on other devices (though not carefully checked). It was believed during and immediately after the procedure, the stent had travelled into the periphery as angiography confirmed it was not in the coronary. A couple of days after the procedure, a CT scan was performed by a radiologist and the stent was 100% confirmed not to be anywhere in the pt anatomy. The pt is reported to be in stable condition. No additional event or pt information is available.